Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 40 mg/dl during time of admission. The customer stated that he changed the set and had low readings. The customer stated that the pump was pumping insulin into the body. The customer stated that he blacked out behind the wheel and had to stop against the wall and found himself in the ambulance. The customer declined to troubleshoot for low readings.